Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-06097. The pt was implanted with two wide spaced leads from different lots. It was reported that during a scheduled appointment with his physician to replace the pt's ipg due to recharge burden, the pt reported that one of the leads was causing him uncomfortable stimulation. The physician decided to revise the lead during the ipg replacement procedure. But, during the process the physician accidentally cut the lead and the lead was explanted and replaced. Follow-up indicates a sjm rep met with the pt after the surgery and reports the pt has good coverage of all his pain areas and he is pleased with the stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.